Event description:
Healthcare professional reported "patient reports mammogram caused severe pain and subsequent development of a spot under each breast, predominantly on contralateral side. Concerned about displacement of implants. Fluid collection per in office ultrasound, baker grade I". Healthcare professional later reported "patient feels weird bubble under each breast" and "fluid collection (6mm) and about (3mm) of breast tissue". Healthcare professional later reported in rga "rupture" and "any creases". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "patient reports mammogram caused severe pain and subsequent development of a spot under each breast, predominantly on contralateral side. Concerned about displacement of implants. Fluid collection per in office ultrasound, baker grade I". Healthcare professional later reported "patient feels weird bubble under each breast" and "fluid collection (6mm) and about (3mm) of breast tissue"". Healthcare professional later reported in rga "rupture" and "any creases". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ crease / folding of implant: observed creases on device through visual inspection. No further actions are required as it is not related to the manufacturing process. ¿ malposition: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: not observed through visual inspection. None of the other observations performed during the device analysis (creases, wear abrasion and deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.